Event description:
It was reported that the patient received multiple shocks from their implantable cardioverter defibrillator (ICD) for what appeared to be atrial fibrillation (af) with rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.